Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
A 13x30 cemented stem trial came loose while broaching for 29mm sleeve and fell upside down into the tibia of a revision knee. Had to leave it in the patient. Follow up information: "it was a revision of a failed depuy mbt rev tray and 12x115 stem. The stem trial dissembled from the 29mm sleeve broach while broaching the tibia." Surgical delay 2 hours.

Manufacturer narrative:
The device associated with this report was not returned and is presumed yet implanted. Review of a supplied patient x-ray confirmed the device was inverted in the tibial canal at the midpoint of the tibia. The investigation requires more indepth investigation. The root cause has not been identified at this time. The investigation will be re-opened upon and updated upon new investigational findings. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.